Manufacturer narrative:
Investigation summary bd received one customer photo and one video for investigation. The photo depicted spilled blood in a sample collection basket, while the video showed a bd tube actively experiencing stopper pop-off. A total of 29 retained samples were subjected to functional tests, with 12 out of these 29 samples resulting in stopper issues during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, four tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, four tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.